Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted. No pericardial effusion was noted during or immediately following the implant procedure. Prior to the discharge of the patient, their blood pressure dropped into the 40's and a pericardial effusion was observed. A pericardiocentesis was performed and the patient was discharged.